Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with a infection of the pod site and diabetic ketoacidosis (dka). The patient's blood glucose values reached over 250 mg/dl. For treatment, patient was put on a intravenous (IV) and given insulin. The patient was also given keflex, which the parent thought was 500 mg strength to be taken twice a day. The patient was discharged after 3 and one half hours.